Event description:
Pacer implanted in pt 1/23/95. Checked per routine monitoring (telephone surveillance and on visits to cardiology clinic. Unable to properly interrogate the pacemaker in atrial lead. Pacer functioning properly otherwise. However, because of the telemetry difficulty the physician and co rep decided to remove the device. After the removal, the MFR. Issued an advisory letter for this specific unit.